Event description:
It was reported that prior to a surgical procedure at the user facility, the power plug overheated and began to melt. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that prior to a surgical procedure at the user facility, the power plug overheated and began to melt. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The technician was not able to duplicate the reported event that the ac plug got hot and melted as the product was not available for evaluation.